Manufacturer narrative:
Date changed from (B)(6) 2015.

Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose level was 500 md/dl and had lowered to 300 mg/dl. The customer changed out the infusion site. Tandem customer technical support (cts) performed a system check and the customer indicated that insulin drops were coming from tubing, but they appeared to be slower than usual. Cts recommended to the customer to change the infusion site.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.